Manufacturer narrative:
An event regarding osteolysis involving an omnifit liner was reported. The event was confirmed. Method & results: device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not returned. Medical records received and evaluation: review of the provided medical records with a consulting clinician indicated the following: in this young man¿s greater than twenty-five year history of multiple reconstructive surgeries for bilateral hip disease, there is no evidence of clinical problems related to factors of faulty component design, manufacturing or materials. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: the event of revision due to wear and acetabular osteolysis was confirmed. The device was not available for further evaluation. Clinician review of the provided information concluded in the subject patient's greater than twenty-five year history of multiple reconstructive surgeries for bilateral hip disease, there is no evidence of clinical problems related to factors of faulty component design, manufacturing or materials. If additional information becomes available, this investigation will be reopened.

Event description:
Right hip revised due to worn right liner.

Event description:
Right hip revised due to worn right liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed of. Additional information was requested and if it becomes available will be submitted in a supplemental report. Device disposed of.